Event description:
Initial sodium result 40 mmol/l, potassium result 1.03 mmol/l. Same sample repeated twice gave results of 140 and 139 mmol/l for sodium and 3.95 and 3.92 for potassium. Initial results were not reported. The field service representative determined there was a problem with the ise mix tower and instrument settings. The instrument was repaired.